Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "I wish to register a product complaint for an attune sz 7 cementless tibial tray which was revised last evening in the above hospital by prof. Please send in any relevant forms that need to be completed to begin the process. Tray originally implanted in (B)(6) 2022. Patient reported pain and the subsequent bone scan show a ¿hot¿ spot on the posterior aspect of the tibial tray. Knee was revised yesterday (B)(6) 2024. No bone in growth or on growth evident on the tray when explained and tray explained quite easily. No bony evidence on the explant tray.". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. ((B)(4) - product complaint (B)(6) - prof (B)(6) - attune cementless tibial tray and _external_ re_ (B)(4) additional information (3rd request)). The photo/x-ray investigation revealed signs of the device being implanted for a period of time and a minimum surface of bone still attached to the attune rp tib base sz 7 por surface. Taking in consideration the amount of bone attached to the implant, the reported condition can be confirmed. However, with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 7 por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported the attune size 7 cementless tibial tray was revised due to pain and a subsequent bone scan showed a ¿hot¿ spot on the posterior aspect of the tibial tray. The tray originally implanted in (B)(6) 2022. The knee was revised on (B)(6) 2024 . No bone in growth or on growth evident on the tray when explanted and the tray was explanted quite easily. No bony evidence on the explanted tray.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.